Event description:
On (B)(6) 2012, the reporter called animas alleging that multiple keypad buttons are intermittently unresponsive when pressed requiring multiple presses to evoke a response. The reporter stated that the keypad is intact and the pump has not been exposed to trauma or water. The patient is reported to keep the pump attached to a belt and cleans the pump with water and q-tips. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2012 with the following findings: evaluation revealed that the keypad rubber was intact. All keypad buttons responded appropriately. The complaint regarding all keys was not duplicated. Evaluation revealed that there was contamination under the keypad contacts.